Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery in a 64-year-old female who presented with acute myocardial infarction and cardiogenic shock, with a known history of coronary artery disease and diabetes mellitus. The patient was classified as scai stage e and required vasopressor support and mechanical ventilation for respiratory failure. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. The activated clotting time prior to device insertion was reported at 400. The patient underwent right coronary artery percutaneous transluminal coronary angioplasty with stent placement during the index procedure. The first device, an impella cp, was aborted with no reported complaint. A second device, an impella 5.5, was subsequently placed via right axillary access. The patient was reported to have bleeding from the right upper chest access site. Cardiothoracic surgery was notified due to ongoing access site bleeding. The event was characterized as a major bleed associated with the access site, and the patient required blood transfusion. Major bleeding is a known complication of large-bore axillary arterial access, particularly in critically ill patients with cardiogenic shock, elevated activated clotting time, and concurrent vasoactive support. Given the patient¿s scai stage e classification, elevated activated clotting time of 400 prior to insertion, underlying coronary artery disease, diabetes mellitus, and the complexity of percutaneous coronary intervention, the reported access site bleeding is consistent with the known risk profile of the procedure and patient condition. A comprehensive review of the available information does not identify evidence to suggest a relationship to the reported event. Patient survived.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the major bleed was not determined due to insufficient clinical details and no abnormalities found on returned product.

Manufacturer narrative:
The device was returned d9 was updated.